Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the cadiere forceps instrument was inside the patient's thoracic cavity suspended above the operative site when one of the two working tips fell into the sterile field. The tip was manually retrieved from the thoracic cavity and a follow up chest x-ray was taken to ensure no additional foreign bodies were in the thoracic cavity. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was installed, but not in use when the surgeon noticed the tip fall off the instrument. There were no issues noted prior to the issue and no instrument collision was involved. The fragment was retrieved with a needle driver instrument. The customer took an x-ray to confirm that there were no remaining pieces in the patient. The procedure was completed with no patient injury.

Manufacturer narrative:
The cadiere forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.211" x 0.669" was found to be broken off the yaw pulley. The broken piece was returned. The root cause of broken instrument grip-tips is typically attributed to the misuse/mishandling, such as excess force applied to the instrument jaws. A review of the instrument log for the cadiere forceps instrument (470049-07/n11191007 0117) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021.